Manufacturer narrative:
(B)(4). Date sent: 10/31/2025. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 840c84, and no non-conformances were identified. Additional event information was requested and the following was received: 1. Did the device staple? - no. 2. If the device stapled, was the staple line complete?- no. 3. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? - irregular. 4. Did the device cut?-no. 5. If the device cut, was the cut line complete?- no. 6. Were the cut line and staple lines equal?- no. 7. Was the device fired across a staple line?- no, gun did not fire. 8. Did the reload lock out and would not work?-yes. 9. Did the reload begin to staple and cut, but then jammed?- yes. 10. Did the device staple, but there was no cut line?- it did not staple properly. 11. How was the procedure completed?- by using the other stapler & reloads. 12. Could you please clarify if there were any patient consequences?- no. 13. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event?-no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the reload did not fire properly. No patient consequence reported.